Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a patient experienced a capsular rupture during irrigation/aspiration (I/a). The capsule tore when there was contact with the bevel edge of the I/a handpiece to the capsule. The intraocular lens (iol) was implanted in the sulcus. Vitreous did present but is unknown if surgical intervention was applied. Additional information has been requested and received.

Manufacturer narrative:
No bimanual I/a handpiece assembly was returned for evaluation for the report of a capsule rupture; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because a sample was not returned and no lot information was provided for a lot record review, the root cause for customer complaint issue cannot be determined. Based on the complaint information it appears the most likely cause for the capsule may be from the used of the irrigation handpiece, which has a beveled distal tip, instead of the aspiration handpiece, which has a rounded distal tip. The doctor indicated the beveled edge came in contact to create the capsule tear. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).